Event description:
Additional information was received from a company representative. On (B)(6) 2016, the patient had the revision.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving an unspecified drug of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient¿s pump was confirmed as having flipped. An hcp had attempted to refill the pump but was not able too. The patient was brought back on (B)(6) 2016 and the pump was filled under fluoro after manually flipping it over. The hcp was going to be scheduling the patient for a pump revision. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.